Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that when this product was initially implanted, there was difficulty passing defibrillation threshold testing. At the time, the physician believed that anesthesia was a contributing factor. The system was programmed without completing testing, in hopes that testing could be performed in the future. Recently, the product was explanted and replaced with a transvenous system due to difficulty of conversion. No additional adverse events were reported.